Manufacturer narrative:
H10: updated b5 to include additional information received.

Event description:
A three-day hospitalization for submental cellulitis of the neck was reported that resulted during orthodontic treatment with 3m clarity aligners. Prior to the hospitalization, the aligners were trimmed due to alleged cutting of the tongue and roof of the mouth. Treatment included administration of an intravenous antibiotic (unspecified) and oral clindamycin upon discharge. Discharge instructed to complete the course of antibiotics as prescribed, to apply warm compresses to the affected area. Additional information received noted that the cellulitis was caused by an insect bite. The patient is continuing orthodontic treatment with 3m clarity aligners.

Manufacturer narrative:
The device was not returned for evaluation. 3m will continue to monitor.

Event description:
A three-day hospitalization for submental cellulitis of the neck was reported that resulted during orthodontic treatment with 3m clarity aligners. Prior to the hospitalization, the aligners were trimmed due to alleged cutting of the tongue and roof of the mouth. Treatment included administration of an intravenous antibiotic (unspecified) and oral clindamycin upon discharge. Discharge instructed to complete the course of antibiotics as prescribed, to apply warm compresses to the affected area.